Manufacturer narrative:
This report is submitted on aug 19, 2021.

Event description:
Per the clinic, the patient experienced an infection which was treated with antibiotics (specific type and duration not reported).